Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed a diagnostic anomaly on the patient's implantable cardiac monitor (icm). Programming changes were recommended. No patient symptoms or intervention was reported.